Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the 3100a ventilator, the piston centering was drifting and the overheat indicator light was on. When the customer recenter the piston, the amplitude would drift. The customer ran a performance check and the device passed. The customer reported patient involvement but no allegation of patient injury/harm.